Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic de novo lesion was located in the heavily calcified and moderately tortuous distal right coronary artery. The physician advanced the 2.5x8mm quantum maverick balloon catheter to the lesion and the balloon ruptured at 16atms during an attempt to increase the pressure to 20atms. The device was removed intact. There were no pt complications. The procedure was successfully completed with another 2.5x8mm quantum maverick balloon. Pt status is reported as "good".

Manufacturer narrative:
Device evaluation: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.